Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to emergency department (ed) on (B)(6) 2020 with 2 weeks of emesis daily, once with coffee ground appearance. The patient also reported 3 days of black bowel movements beginning on (B)(6) 2020. The patient received intravenous (IV) proton pump inhibitor (ppi) and transitioned to oral ppi prior to discharge. The patient underwent upper endoscopy on (B)(6) 2020 that showed no acute source of bleeding. Colonoscopy on (B)(6) 2020 normal with brown stool; capsule dropped which was also normal, no active bleeding or old blood found. The patient received a total of 2 units of packed red blood cells (prbcs) and discharge with hemoglobin (hgb) 9 g/dl and hematocrit 32.5 % (hct). The patient is scheduled for a follow up complete blood count (cbc) on (B)(6) 2020. No additional information provided.